Event description:
It was reported to philips that the system was unable to boot, stalling in a boot loop for bitlocker recovery. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited the site and confirmed that unit cannot start. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the pc suite could not log in and the bitlocker message was displayed on the screen. To resolve the issue fse reinstalled the software in accordance and restored the system backup and configuration. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.